Event description:
Rptr had breast implant surgery 1/15/94. She has found out that the implants were silicone and not allowed unless part of a clinical study and/or part of reconstruction for cancer surgery. Rptr stated other women going to the same dr have also had silicone implants this year.